Event description:
It was reported that micro guidewire was fractured, and the detached fragment remained in the patient. A 200cmx10cm fathom-14 guidewire was selected for use in a uterine artery embolization procedure. During the procedure, it was noted that the guidewire fractured, part of which was left in the internal iliac artery branch. The detached component was attempted to be removed; however, it was unsuccessful and remained in the artery. The guidewire was replaced with another fathom-14 guidewire. This guidewire also fractured. The detached component also remained in the patient. The physician opted to embolize the remaining fragments within the target lesion and completed the procedure. No further complications were reported, and the patient was stable post procedure.

Event description:
It was reported that micro guidewire was fractured, and the detached fragment remained in the patient. A 200cmx10cm fathom-14 guidewire was selected for use in a uterine artery embolization procedure. During the procedure, it was noted that the guidewire fractured, part of which was left in the internal iliac artery branch. The detached component was attempted to be removed; however, it was unsuccessful and remained in the artery. The guidewire was replaced with another fathom-14 guidewire. This guidewire also fractured. The detached component also remained in the patient. The physician opted to embolize the remaining fragments within the target lesion and completed the procedure. No further complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection revealed that the polymer jacket was detached at 9.9 cm from distal tip, also the core wire was detached. The detached section was returned, and it was observed that it was bent/kinked at distal tip section. No other damages were observed. Microscopic inspection revealed that the guidewire was detached at distal section of the device. Dimensional inspection of the outer diameter (od) was performed and revealed that the distal tip section, middle section, and proximal section were within specification. No other issues were identified during the product analysis.